Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had developed severe jaw pain in my right temporomandibular joint. They saw their dentist for a routine cleaning who said their bite seemed to be "misaligned," and the lopsided pressure was probably causing their joint pain; all of the teeth on the right side of my mouth touch when I bite, and none of the teeth on my left side are able to touch because of it. This went on for a few weeks until they became unable to open their mouth more than one finger wide. They couldn't fit most food in their mouth (which went on for around 10 days) until they finally scheduled an urgent consultation with an oral surgeon. They had an MRI and CT scan of their mouth and jaw which showed an anterior disc displacement of the right tmj and joint space narrowing. The oral surgeon recommended doing arthrocentesis of the joint as soon as possible in order to move the disc back in place, and prevent their bones from rubbing together in their socket and causing further problems, and improving their day-to-day life as it was painful/impossible to talk, eat, yawn, etc. Requested diagnostic findings and bite video and additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.